Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator, still in the box, went into backup operation during an attempt to perform a firmware upgrade. This device was stacked underneath another device being upgraded.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to the device being stacked underneath another device being upgraded. Reset was successful and analysis was normal. No anomalies were found.